Event description:
It was reported that (1) 355sd was used during a lap cholecystectomy procedure. It was reported by the rep that the 5mm trocar diaphragm ruptured during routine use. Another trocar was used to finish the case. There was no consequence to pt.